Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not functional and had no power. It was further observed that the electronic control unit/ electric motor assembly was damaged, there was an unknown residue internally on the electric motor and the device had a burnt smell. It was determined that these issues were consistent with improper cleaning/care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the electric pen drive device had no power. It was further reported that the same cord and console device were used with the spare unit and they functioned as expected. During in-house engineering evaluation, it was observed that the device had a burnt smell. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.